Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. During the investigation, the emergency battery was connected to battery evaluation software to acquire emergency battery status. The software detected and reported a permanent fault of the emergency battery as a result of an excessive battery cell imbalance. The emergency battery safety monitoring electronics will enable a battery permanent fault for a battery cell imbalance when there is greater than a one vdc difference between two cells for greater than 30 seconds. When this occurred, a permanent fault was enabled and the "emergency battery error" alarm was displayed on the companion 2 driver. The internal emergency battery was replaced, and the companion 2 driver passed all final performance testing. This failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a patient. In addition, the reported issue would not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has redundant sources of power, including external batteries and external wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This companion 2 driver was not supporting a patient. The customer reported that the companion 2 driver exhibited an "emergency battery error" alarm during a system check.